Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that during a tlif procedure at l5-s1 the peek cage broke into 3 pieces during insertion. The broken pieces were removed and a second cage of the same size was placed on the inserter. The second broke at the junction of the inserter and cage and remained in one piece. The cage was removed and replaced with another device. No patient complications were reported.

Manufacturer narrative:
Visually confirmed one of the implants broken into multiple pieces. Significant plastic deformation identified at the inserter interface, on the other returned implant. Microscopic examination of both returned implants provides evidence of fracture initiation at the base of the inserter interface features, with plastic deformation and evidence of fracture initiation. Fracture surface examination identified multiple quasi-brittle surfaces with rays emanating from likely fracture initiation points suggesting the direction and location of fracture, consistent with overload. The above observations are consistent with overload.